Manufacturer narrative:
Product event summary: analysis found that the programmer powered up and interrogated as expected, however, an error was found in the error log. A grey screen was confirmed. As a result software was reloaded to address the issue.

Event description:
It was reported mid interrogation, customer received an error and a gray screen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067l rf head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.